Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven days post implant that both leads, the right ventricular (rv) lead and the right atrial (ra) lead, had pulled back slightly. There was undersensing and high pacing thresholds noted. It was thought that possibly there was not enough slack on the leads. The rv lead was repositioned and remains in use. The ra lead was replaced because the physician tried multiple times to reposition and finally decided to implant a new ra lead. No patient complications have been reported as a result of this event.